Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. While being applied at the stomach, the stapler did not work - it was unable to fire. The surgeon was unable to press the green button but he was able to squeeze the handle. The product was replaced to complete the case. There was no patient injury.